Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, followed guidance to perform full pump reset, confirmed that error message did not recur, and then successfully started new sensor session.